Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a l4-5 posterior lumbar interbody fusion (plif), an imprecision was observed when using suretrak clamps. It was reported that the clamps were calibrated prior to use. The clamps were reported to have not been used for a while in the procedure and when re-introduced into the surgical field, there was a 12mm imprecision. The suretraks were being used alongside a drill and accuracy was restored following a new calibration. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.